Event description:
This lead was implanted on (B)(6) 2013 and remains implanted up to this date. A product report created on (B)(6) 2013 indicates that this lead has infection as per clinical observation. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).